Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported bad communication between the insulin pump and the sensor. Customer did not need any medical assistance. He could not be reached for any further information, and the blood glucose reading was not given. No further information was reported.